Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flow rate on the arctic sun device was reading 1.5l/min. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the pads using proper technique. The flow then settled at 1.9l/min.

Event description:
It was reported that the flow rate on the arctic sun device was reading 1.5l/min. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the pads using proper technique. The flow then settled at 1.9l/min.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. A potential failure mode could be ¿poor flow¿ with a potential root cause of ¿improper storage causing crushed pad, pad dimples, and/or pad lines¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."